Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated and had inadequate stimulation. The patient experienced a difficulty getting the ipg to a full charge. The patient underwent an ipg explant procedure. The explanted ipg will not be returned per hospital policy.